Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported their impella cp pump stopped.

Manufacturer narrative:
B1 (is adverse event), b2 (is required intervention) has been ticked to capture the serious injury. B5 (event description) has been updated. D3 (manufacturer fax) and e4 (reporter also sent report to FDA?) Has been added as this were omitted from the initial mw submitted. Pump stop: the cause of the pump stop issue could not be determined without returned product information and sufficient clinical details.

Event description:
An impella cp device was inserted in a 61-year-old female patient for high-risk percutaneous coronary intervention, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. During support, a pump stop event was reported. No additional clinical or device-specific details were available regarding the circumstances of the pump stop. The impella cp device was subsequently removed. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in b3 and d4. Upon review, date of event, serial and primary UDI number have been updated. Additional information was provided d9. The device has been received for evaluation, and the investigation is underway. Corrected information was provided in g2 (is report source company rep) and g4 (PMA/ 510(k)). Upon review, it was identified that these were inadvertently omitted from the initial report.